Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was observed that the pacemaker exhibited high pacing impedance. The pacemaker was not used and was replaced. There were no patient consequences.